Manufacturer narrative:
Device serial number, original implant date and initial reporter are unknown. D10: gore® excluder® iliac branch endoprosthesis (unknown sn). H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On an unknown date, the patient presented with a left common iliac artery aneurysm (the patient had been originally been treated on the right side). On (B)(6) 2023, the patient was planned to be treated with embolization of the left internal iliac artery and the extension of the implanted devices on the left side. Embolization was not successful and after 2.5 hours, the physician decided to conclude the treatment without embolization or implantation of additional devices. A reintervention is still planned.

Manufacturer narrative:
This complaint was initiated based on information received from the field. Clinical images and device serial numbers were requested for evaluation, but were reportedly not available. Therefore the cause of the left common iliac artery aneurysm could not be independently confirmed during the investigation.

Event description:
It was reported that on (B)(6) 2016, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On an unknown date, the patient presented with a left common iliac artery aneurysm (the patient had been originally been treated on the right side). On (B)(6) 2023, the patient was planned to be treated with embolization of the left internal iliac artery and the extension of the implanted devices on the left side. The abdominal aortic aneurysm was still successfully excluded at this time and no connection between the implanted devices or procedure was alleged. Embolization was not successful and after 2.5 hours, the physician decided to conclude the treatment without embolization or implantation of additional devices. A reintervention was planned for (B)(6) 2023. Patient imaging was not provided.